Event description:
It was reported that balloon rupture. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.